Event description:
It was reported that during a laparoscopic cholecystectomy procedure, trocars leaked pneumoperitoneum. Doctor had to use finger to close the seals to stop leakage. Happens after instrument exchange. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).